Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9213247. Medical device expiration date: 2020-05-31. Device manufacture date: 2019-08-01. Medical device lot #: 9270319. Medical device expiration date: 2020-07-31. Device manufacture date: 2019-09-27. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "fm got mixed."

Manufacturer narrative:
H.6 investigation summary : bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Additionally, evaluation of the customer samples was performed and foreign matter was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that foreign matter was found before use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "fm got mixed."